Event description:
It was reported that during an abdominoperineal resection procedure, the device delivered an incomplete staple line. Only 1/3 of the staples deployed. The procedure was converted to open. The patient is doing well at this time.

Manufacturer narrative:
(B)(4). Please clarify the intent of the initial procedure? Apr. Was the procedure changed to an apr? No. Did device not deploy any staples? Did deploy but only 2/3rd of circumference. Were staples visible in the abdomen? No. Were any staples in the tissue? Yes. Where in the tissue did the staples deploy? As intended via anastomosis. What did the staple form look like? Appropriately formed the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.